Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported stent dislodgement

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation of the 4.0 x 23 mm rx vision stent delivery system (sds), the stent dislodged in the protective sheath. There was no resistance noted during removal of the protective sheath. A new rx vision sds was used to complete the procedure successfully. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.